Event description:
It was reported to philips that the allura device would not complete boot up. The device was restarted multiple times, after which the boot would complete and the device could be used. No harm was reported to philips. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The remote service engineer (rse) inspected the system remotely and identified that the system was not starting review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The customer restarted the system several times and after several attempts, the issue got resolved and the system was working normally. This issue recurred in another case where the fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code were corrected.